Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining lower than expected br monitor results within the normal reference range for one (1) patient's samples that were questioned by the physician, generated by the unicel dxc 600i access immunoassay system. The erroneous results were generated sporadically from (B)(6) 2011 through (B)(6) 2011. This report documents the erroneous results that were obtained on (B)(6) 2011. The erroneous results were reported out of the laboratory. Subsequent testing on two alternate methodologies produced higher, discordant results above the normal reference range. The affect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, br monitor qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. There was no indication that service was dispatched for this event. The customer sent the samples to customer product line support (cpls) for additional testing. Cpls test results are still pending to date. A definitive root cause has not been determined to date for this event. This report is related to the following mdrs that are reporting on the same patient on different dates for the similar event that occurred at this customer site: 2122870-2011-06556, 2122870-2011-06557, 2122870-2011-06558.